Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) #1 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found, confirming the fault occurred in the field. The unit was tested on an in-house system in normal mode, where it triggered error 319. Additional testing on a patient side cart fixture test platform (pftp) showed failures in both the fiber test and the check all boards test. Aba troubleshooting was then performed with a gold parallelogram fiber cable installed, and the unit successfully passed all tests. Visual inspection revealed no signs of damage. The investigation determined that the parallelogram cable was the source of the reported event. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a repeated non recoverable fault occurred on the patient side cart (psc). The customer attempted emergency power offs twice, but the faults remained. The tse confirmed a number of errors pointing to universal surgical manipulator (usm) 1 and universal motion controller (umc). The tse advised the customer to do the following steps: ensure psc had no instruments attached, power down, reseat blue fiber cable (bfc), emergency power off (epo) and then power back on. If the errors persist, the customer should power down, remove bfc and then bring the psc up in standalone mode. After, the csr called back to report that the customer elected to proceed laparoscopically with intuitive received the following additional information via follow up: the faults occurred before the ports were placed into patient. There were no reports of patient injury.